Event description:
The complainant reported that during a coronary stent procedure, the gauge needle of the inflation device did not respond. The physician continued to gradually turn the handle and the needle of the gauge jumped to 5 atm. Subsequently, they tried to deflate the device; however, the needle was stuck at 5 atm and finally jumped back to 0 atm. The device was replaced and the procedure was completed. There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation - device evaluation anticipated, but not yet begun. Conclusions: other, the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the evaluation is complete.